Event description:
The implant failed due to the pressure of countersink drill. The implant was placed at # 11 and removed after 4 mos. One stage surgery. Moderate oral hygiene. Poor bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product.